Event description:
On (B)(6) 2025 the user experienced severe hypoglycemia after a lunch meal announcement, with bg readings as low as 53 mg/dl and episodes of vomiting and loss of consciousness. The user was transported to walnut creek kyser pediatric endocrinology center, where glucose was confirmed by fingerstick and managed until discharge on 24-sep-2025. The user¿s parents removed the ilet in the hospital due to concerns about insulin dosing.